Event description:
It was reported that following a stenting treatment procedure, myocardial infarction occurred. In (B)(6) 2010, a 12 x 2.25mm taxus liberté atom stent was implanted in the right posterior descending artery (r-pda). In (B)(6) 2013, the patient presented myocardial infarction and EKG changes. Cardiac enzyme tests, echocardiogram and repeat coronary angiography were performed as a result of this event. A coronary artery bypass of the r-pda was performed seven days later.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).